Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported unresponsive touchscreen could not be reproduced. Visual inspection of the main circuit board revealed a leaky supercapacitor. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen and was alarming. The device was not in patient use when the reported event occurred.